Event description:
Drug/diluent: 5fu/ns, fill volume: 270 ml, flow rate: 5 ml/hr, procedure: chemotherapy treatment for colorectal cancer, cathplace: central line. Summary: a fast flow was reported by the pharmacist, the pump was reported to be empty at 46 hours and it was supposed to flow for 54 hours. Patient is reported to be fine but being monitored for potential side effects of toxicity. Incident as reported: pharmacist called with complaints that the patient had returned at 46 hours and the pump was already empty. It was supposed to flow in at 54 hours. Patient is fine so far but they are monitoring this patient for potential side effects of toxicity, the pump was filled with 181ml of 0.9 ns and 89ml of 5fu. Adverse event did not occur as a result and no medical intervention needed.

Manufacturer narrative:
Method: the device was returned for an investigation and evaluation. A visual inspection was performed when the sample was received. A device history review was conducted for the lot number provided. Results: at this time, the evaluation is in progress and the results are pending the completion. The lot met manufacturing specifications at release. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.